Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6) 2024, the user contacted dario to report high blood glucose (bg) readings.the user stated that the high bg readings she received were in the 500 mg/dl range.